Manufacturer narrative:
(B)(4). (B)(4). Blade will not rotate: prior to first use. The product upon which this medwatch is based has been rec'd, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2009. Prior to the procedure, the disposable hand piece would not start when plugged into the unit. A second device was opened and used to successfully complete the case. There were no adverse pt consequences reported.